Event description:
User facility reported that the device was in use with pt. According to reporter the attached ventilator gave a "high pressure" alarm during use. According to the reporter the treating staff suctioned the tracheostomy tube and had some difficulty during the procedure. The treating staff removed the device from use and replaced with another device. According to the reporter, device had mucus plug at its distal end and the inner cannula was not long enough for the tracheostomy tube.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.